Event description:
The customer reported the coating was peeled off during an unspecified procedure involving an olympus rhino-laryngo videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.